Event description:
Customer reports a second instance where an intubated pt on a ventilator, developed a pneumothorax during placement of the feeding tube. No other details given.

Manufacturer narrative:
No add'l info was forthcoming from the complaint. Lot history check revealed no related defects and no other reports were found naming these two lots. Literature review reveals pts with tracheostomy and endotracheal tubes present a risk factor for pulmonary intubation while placing a nasogastric feeding tube. Customer placement technique most probably contributed to the reported problem. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be completed and accurate.